Event description:
It was reported the "luer hub was falling off from extension line" during use. The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Additional information was received indicating that the issue was identifiable to user upon opening up device (prior to patient use), and not during use as originally reported. There was no patient involvement reported in this event. Upon re-evaluation of the complaint information it was determined that this will not be a reportable event, thus, the initial MDR submitted on 09/16/2021 should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the "luer hub was falling off from extension line" during use. The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.